Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -05.50/+4.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was removed on (B)(6) 2024 due to excessive vaulting. The lens was replaced with a shorter length lens and the problem was resolved. The cause of the event was unknown.